Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: this (B)(4) is related to (B)(4) which reports about the tfna nail was broken after the first surgery. This pc reports about the tfna long nail was broken after the revision surgery. It was reported that on (B)(6) 2022, the patient underwent the revision surgery to replace with the tfna long nail because the implanted tfna nail was broken after the first surgery. The surgery was completed successfully without any surgical delay. After the revision surgery, the patient was discharged without any problems after rehabilitation. However, the tfna long nail was broken. Removal of the tfna long nail and a revision surgery have not been scheduled yet. No further information is available. This complaint involves one (1) device tfna fem nail ø10 r 125° l380 timo15. This report is for one (1) (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part #: 04.037.028s, synthes lot #: 9978308, supplier lot #: n/a, release to warehouse date: january 13, 2016, manufactured by: synthes monument. No ncrs were generated, during production. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the photo. Visual analysis of the photo revealed, that the tfna fem nail ø10 r 125° l380 timo15, had a broken condition. X-ray evidence shows, a nail construct at the proximal section of the femur. Nail shows breakage across the blade insertion hole. As the device was not returned. An as-received condition could not be assessed. And a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed, for the tfna fem nail ø10 r 125° l380 timo15. There is no indication, that a design or manufacturing issue has caused the complaint condition. And hence, the root cause cannot be determined. Based on the investigation findings. It has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.